Manufacturer narrative:
The instrument was returned and evaluated. Complaint of tips of forcep are bent is confirmed with the following clarification: spatula is broken. Instrument was returned with the spatula tip broken off. Size of missing piece is roughly .140 x .090. Spatula fractured where it transitions from a round to a flattened shape. Evidence not conclusive, but damage is likely due to mishandling/misuse. No other damage found.

Event description:
It was reported that prior to starting a da vinci si surgical procedure the surgical staff noticed the tip of the permanent cautery spatula instrument was bent. The instrument was not used on a patient. No patient harm, adverse outcome or injury was reported.